Event description:
It was reported to the MFR by the facility (st. Clare living community), per the facility the employee was plugging the bed into the wall outlet and got shocked. Employee reported the incident to the facility and was sent to the emergency room. Since the incident, the employee has not returned to work due to nerve damage to the right forearm. The right hand skin turned a black/ashy color. Complaint # (B)(4) has been entered into our system to retrieve the bed for investigation. As of this writing, the bed has not been returned to joerns for investigation.

Manufacturer narrative:
Joerns sending the report to the MFR.